Event description:
The customer reported that there was no image on the monitor.

Manufacturer narrative:
The ge service rep found the auto brightness control was out of order. The fluoro x-ray was exposed and the kv was down to minimum. The system was fixed and now operates as intended.